Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2008, due to loosening of the femoral stem and acetabular cup. Additional information provided in a review of invoice history confirm patient had a revision on (B)(6) 2008 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00620 & 00621).